Manufacturer narrative:
One (1) used empty 500ml, 0.9% nacl by baxter, one (1) used list # unknown, clave, vented bag spike; lot # unknown, one (1) used list # unknown, spinning spiros, bag spike adapter; lot # unknown, one (1) used list # 142560488, primary plum set, 0.2 micron filter, pre-pierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch; lot # unknown. Carboplatin drug and normal saline solution residuals are observed in as received used set and mating devices. The complaint of leakage on the returned used 142560488 primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters and the filter at the vent plug juncture. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. The device history review could not be reviewed due to the unknown lot number.

Event description:
The event involves a plum set that leaked on the micron filter. The medication involved is carboplatin. No harm was reported.